Manufacturer narrative:
Device returned to manufacturer for evaluation. Results of evaluation indicates leaks present at proportional block screws. Further analysis found worn threads. Other findings were the balance regulator was out of calibration various levels.

Event description:
This unit is coming back on the advice of our service department. Customer states there is air leaking from screw holes on prop block.